Event description:
It was reported that patient underwent primary knee procedure in (B)(6) 2007. Patient underwent revision surgery on an unknown date due to disease progression. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - (B)(6) 2007 (exact date unknown). Explant date - unknown. Device manufacture date - unknown . This report filed (B)(4), 2012